Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 4 of 4 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the attachment device was ¿losing speed¿ when being used with a motor device, console device, and foot control device. The reporter stated that the system's speed varied as rotations per minute (rpm) was going up and down during the procedure. It was noted that the issue could not be isolated to any specific device. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was noted that the procedure was completed successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. The foot control device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.